Event description:
It was reported that the pt fell on two separate occasions "over one year ago," resulting in the breaking of both of the pt's legs. It was noted that the pt was taking oxycodone at the time of the falls, but stopped taking this medication after the falling episodes. It was reported that the pt was placed on antibiotics "three months ago" after it was noted that the pump site was "red and swollen." It was stated that the pump pocket site "burned" and could be felt "sticking up under the skin." It was reported that the pt noted "never having therapeutic effect" from the pump. The pt noted the presence of "pain" from the pt's "back, down." The pt outcome was not provided at the time of this report. Additional info was requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4).